Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 15.5-16.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location, consistent with the field observation of noise. (B)(4).

Event description:
It was reported that noise was observed on the ra lead. Lead was extracted and replaced. Patient was stable before, during and after the procedure.